Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. What anatomical structure was being fired on when the issue occurred? Colon. What was meant by, "the stapler was fired and several staples were not released in both shots"? The staples filtered in both shots. Did the device staple? Visually yes. Did the device cut? Yes. If so, did the device fire completely? Yes. What was the appearance of the staples? Good condition. Is the device available for return? No. What is the current status of the patient? Waiting for medical discharge.

Event description:
It was reported that during an unknown procedure, the stapler was fired and several staples were not release in both shots. They had to do colostomy.